Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, heavily calcified proximal left anterior descending artery. The vessel diameter was 3 mm with a lesion length of 15 mm. The 2.75x15 mm nc tenku balloon was being used for predilatation after an unsuccessful attempt with a non-abbott balloon catheter which ruptured. Resistance was felt during advancement of the balloon catheter to the lesion. The nc tenku balloon also ruptured on the first inflation at 12 atmospheres. Two other non-abbott balloon catheters were also used in an attempt to predilate; however, they also ruptured. The procedure was completed with deployment of a stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4) though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.